Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional patient or event information is available. Data was provided for evaluation; however, data was not relevant to the product at fault. Data review did not confirm the reported event of ceases to function. A root cause could not be determined via data.